Event description:
It was reported that during a vats procedure, the device would not open. A new instrument was used to cut the device free. Another like device was used to complete the case. There were no other adverse consequences to the pt reported.

Manufacturer narrative:
Date sent: 07/17/2008. Info anticipated, but unavailable at this time.